Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display is blank. There was no reported patient involvement.